Manufacturer narrative:
Additional information was added to h4 and h6. H4: the device was manufactured from october 08, 2019 - october 10, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tips of an unspecified quantity of em2400 valve sets had excess lubrication in which it was "almost wet" on the inside where the connection would meet the compounder. This issue was noted during setup prior to patient use. There was no patient involvement. No additional information is available.